Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7085714/7085942, UDI: (B)(4).

Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg) due to battery had flipped requiring to push it flat to get the charger to connect. Inadequate pain relief was also noted despite program optimization attempt. The patient underwent a spinal cord stimulation (scs) system explant procedure and was doing well postoperatively. The explanted device was discarded by the facility.